Event description:
It was reported that during an implant, the first lead was dropped on the floor and was not implanted. The implant of a second lead was attempted but the coronary sinus could not be re-accessed. So, the second lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.